Manufacturer narrative:
The device was received for evaluation. Functional flow accuracy testing was performed with no issues noted. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed volume test during testing. There was no patient involvement. No additional information is available.